Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned (17) used 31 g x 5 mm bd pen needles without tear drop labels attached. Consumer stated insulin was not flowing. All 17 returned samples were examined and the following was observed: 12 pen needles with bent non-patient end (npe) cannulas. 5 pen needles with good npe cannulas; these samples were tested for flow using a test pen injector, and all 5 expelled properly as all 17 samples were returned after use, and no manufacturing defects were observed, the likely cause of the bent npe cannulas is user error during pen needle attachment to a pen injector. The bent npe cannulas would be the cause for no flow, hence the customer would think the pen needles were clogged (as reported). Unable to perform DHR review due to unknown lot number. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula). Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples.

Event description:
It was reported that no insulin flow occurred during use with a unspecified bd pen needle. The following information was provided by the initial reporter, "insulin was not flowing. Has not had a problem since she was given instructions on not to over tighten by previous rep."